Event description:
The dental implant fx5012swc was removed on (B)(6) 2019 due to failure to osseointegrate 6 months and 6 days after implantation. The patient has no significant medical history. The doctor noted bone resorption during explantation. The patient required bone augmentation for the operation. The patient has recovered without complications.